Event description:
User reports receiving erroneous uric acid results for one external proficiency survey sample. Initial result gave 11.7; repeated with dilution gave 23.4 mg per dl. Same survey sample was repeated four times on (B) (6) 2009, resulting at 14.5, 11.4 without dilution and 29.0, 22.8 mg per dl with dilution. Additionally, on (B) (6) 2009, the same survey sample was repeated twice giving 22.8 and 15.9 mg per dl without dilution. User said they ran the survey sample in duplicate per laboratory protocol and they have not submitted any survey results for review at this time. No erroneous patient results have been generated; no patients adversely affected.

Manufacturer narrative:
The field service representative determined the cause to be a leak in the degasser and replaced degasser tank and tubing. Additionally noted customer replaced uric acid reagent lot number and recalibrated. To verify analyzer performance controls and samples were run and all results were within specification.